Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella flow was gradually decreased in auto mode, and when the team switched to performance level, they were unable to increase the flow over p3 without suction events. In addition, the impella performance decreased to p2. There were continuous suction alarms that did not break when dropping to p1. A fluid bolus and blood products were given. The patient remained on impella support.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.